Event description:
Medtronic received information that sixty-one days post implant of this pulmonary valved conduit in a pediatric patient, the conduit was explanted and replaced with a medtronic valved conduit. No adverse patient effects were reported.

Manufacturer narrative:
A supplemental report will be submitted with the device expiration date and device manufacturing date. Multiple attempts to obtain additional information regarding this explant and return of the device have been unsuccessful. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device expiration and manufacturing dates have been added to sections d and h of this report, respectively.